Manufacturer narrative:
(B)(4) on an unreported date approximate 3 weeks prior to the date of this report, the patient experienced peritonitis. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique was further described as touch contamination. The patient was not hospitalized for the event. Treatment was not reported. The patient recovered from the peritonitis. Dianeal and extraneal therapies were ongoing. No additional information is available.